Event description:
It was reported that, due to scrotal trauma, this inflatable penile prosthesis (ipp) experienced a total loss of fluid, and the pump stopped working. Therefore, a surgical procedure was performed to remove and replace the device. No patient complications were reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.